Event description:
An intermittant vibration problem with the identified ultrasound probe used during a carotid artery study resulting in prescribing an unneccessary invasive test, (angiogram) on a pt. There was no harm to the pt. Note: contact and intervention by the MFR did not help reduce further risk of unnecessary invasive testing until the probe fully failed.